Event description:
It was reported that during a ptca/stent procedure, following successful implantation of the stent, resistance was encountered upon removal of the guide wire. During removal attempts, the tip of the guide wire separated and remained in the vessel. The patient was sent for bypass surgery. Reportedly, the patient is doing well.